Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room due to a vibratory patient notifier. Upon interrogation of the device, lead impedance lower than the lower limit was observed on the right ventricular lead. The patient was admitted to the hospital to be monitored. The device was reprogrammed and the patient would continue to monitor the patient. The patient was stable before, during and after the interrogation.